Event description:
The customer reported that the system had a generator fault error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was found to be weak. The battery pack was replaced by the customer. The system was found to be working and put back into service.